Manufacturer narrative:
Integra has completed their internal investigation on 02/22/2017. The investigation included: a DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. A two year lookback in trackwise for this reported failure and or related to " had movement" for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
The (B)(4) mayfield composite base unit had movement. Some observations from customer were: the unit is very heavy, once it is set up on the table, it is very big/bulky on the field, the unit is difficult to fix, when the black screw is screwed on, there are 2 parts with teeth which tighten but the 2 parts are shifting. They customer felt this device had less flexibility than the previous model and the units had too much movement (after setting up). There was no patient injured and the incident led to a 15 minute increase in surgery time.